Event description:
It was reported that, "pt presented with worn plastic medially. Doctor proceeded to place 11 mm pca insert and replace patella (off-label). No other info per hospital protocol."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.